Event description:
In 2009, the physician implanted the devices with no complications. Six days later, the patient returned for a scheduled post-op visit. The physician noted that the right side of the brow was lower than the left. The device was explanted two months later.

Manufacturer narrative:
The explanted device was returned to the manufacturer and was evaluated by r&d. The investigation determined that one of the two flanges on the post of the device was crushed. This mechanism of failure has been identified as "off-center alignment of the device over the drilled hole". This results in an insecure fit in the drilled hole causing the device to become dislodged. The batch record for this lot has been reviewed, which contains no abnormal manufacturing events. The complaint rate for this lot is not considered abnormal for this device. If additional information becomes available, it will be submitted in a supplemental report.